Event description:
When turning patient prone onto MRI bed in or, headholder pin on left side of head slipped. Patient turned supine onto patient stretcher. Patient received 3cm laceration on left scalp from slipped headholder pin. Scalp stapled. New headholder placed on patient.